Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that during surgery on 20-november-2023, after fusion to t3-s2, the top notches in question were used for kyphosis correction. The implants could not withstand the orthodontic forces and moved on the rods after the set screws were fastened. The surgeon replaced all the products in question with ones from another company. The procedure was completed successfully with no adverse patient impact. No additional medical intervention was required. No further information is available. This report is for an expedium spine system side loading open/open top notch connector 5.5 x 5.5mm. This is report 7 of 8 for (B)(4).